Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fatal error occurred. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing a fatal error. A technical support specialist (tss) dialed into the station and logged in as carefusion admin and found that the station dsclientoltp was not accessible. Tss followed the knowledge article (ka) ¿proper data sync 2.0 procedure¿ to repair medication application by performing a manual full synchronization. The station synchronized successfully and proceeded to reboot the station. The system functioned as intended after the technical support specialist troubleshot the device.